Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion was noted at 46.8-48.3cm, 52.2-53.5cm, and 55.0-56.7cm from the connector pin. Internal insulation abrasion under the svc shock coil was noted at 40.2-41.3cm from the connector pin. The etfe coating was intact at these locations. Internal insulation abrasions under the svc shock coil were noted at 37.6-37.8cm and 39.9-41.3cm from the connector pin. The etfe coating was abraded at these locations and the coil lumen was abraded at 40.8cm-41.3cm from the connector pin. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that the patient expired. Interrogation of the competitive device after patient death revealed that the patient had one vt episode that self-terminated and later the rhythm became torsades/vf. The device detected the rhythm appropriately. Out of range, low hv lead impedance was noted. Minimal shocks were delivered as a result and therapy was subsequently exhausted. During the explant procedure by the mortician, externalized conductors were observed on the lead.